Event description:
The health care professional reported the pt developed and infection and the device had to be explanted. The hcp stated the pt outcome was "no injury."

Manufacturer narrative:
(B)(4).